Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An impl tapered scr-v sbm 3. 7mm 3.5mm 16mm (tsvb16) was returned for investigation. Visual inspection of the returned product identified foreign material around the threads. Damage can be seen at the top portion of the implant which is possibly cause by the removal process. Hairline fracture can be seen at the top collar of the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The returned device was measured and verified to match print specifications. No pre-existing conditions were noted on the per. The reported device was located on tooth # 27 and was used for approximately 11 years, 3 months. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported infection with bone loss and besides the implant was fracture the reported complaint of fracture is confirmed following inspection and evaluation of the returned device. The reported medical events (bone loss and infection) are non-verifiable with the information provided. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report, d4: expiration date, UDI, g4: date received by manufacturer, g7: type of report, follow-up number, h2: follow up type, h3: device evaluated by manufacturer: change ¿no' to 'yes', h4: device manufacture date, h6: evaluation codes, h10: additional narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient's weight unknown / not provided. Last name unknown / not provided. Additional PMA/510(k) number: k011028 / k013227.

Event description:
It was reported that the patient had infection and bone loss. It was also reported that the implant had a fracture.